Event description:
It was reported that a intima-ii y 24gax0.75in ss prn slm npvc had a hole in the catheter and contributed to a blood splash during use. The following was reported by the initial reporter: "when the nurse in general surgery department of cilin hospital used 24g ruima-s puncture for the patient, he saw blood return and found that wanlong catheter tubing had a small hole and blood oozing out of the tube wall. The nurse extubated it without causing harm to the patient or others."

Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 0140318 . According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample returned to our facility has been reviewed by our team of engineers. Through microscopic inspection they were able to identify characteristics on the surface of the catheter tubing that is consistent with abrasions known to be generated by the manufacturing process. After a review of the manufacturing line a pair of clamps, which are used to transfer the partially assembled device between stations, was identified as having suffered from wear from overuse.

Manufacturer narrative:
" A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a intima-ii y 24gax0.75in ss prn slm npvc had a hole in the catheter and contributed to a blood splash during use. The following was reported by the initial reporter: "when the nurse in general surgery department of cilin hospital used 24g ruima-s puncture for the patient, he saw blood return and found that wanlong catheter tubing had a small hole and blood oozing out of the tube wall. The nurse extubated it without causing harm to the patient or others."